Manufacturer narrative:
H11: corrected data: subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01449-00.

Event description:
An allergan practice development manager reported that a patient treated to the bra roll, upper abdomen, and flanks with the cooladvantage applicator on (B)(6) 2020 presented with possible paradoxical hyperplasia.

Event description:
An allergan practice development manager reported that a patient treated to the bra roll, upper abdomen, and flanks with the cooladvantage applicator on (B)(6) 2020 presented with possible paradoxical hyperplasia.

Manufacturer narrative:
H11-: corrected data: subsequent to the submission of previous medwatch report a correction was noted in section h10. Corrected statement is the following : subsequent to the submission of initial medwatch, this report has been identified as a duplicate of previously submitted medwatch report of 3007215625-2021-01682-00.

Manufacturer narrative:
Corrected data: b5, d1, g1.

Event description:
Upon further review of the reported event, this report has been identified as a duplicate report.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report that a patient treated to the bra roll, upper abdomen, and flanks with the cooladvantage applicator presented with possible paradoxical hyperplasia.